Event description:
Customer reports post hemodialysis writer attempted to remove arterial needle from patient's arm. Unable to engage needle safety to correctly remove needle. Needle removed carefully without using safety mechanism. Upon inspection of needle writer could see that blood has leaked under the safety mechanism and clotted making it unable to be activated. Writer was able to forcibly engage safety after needle was removed from patient.